Manufacturer narrative:
No further information was able to be obtained from this customer regarding the system. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. No further information was able to be obtained from this customer regarding the pak. A sample was not received at the manufacturing site for evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. With no additional, related information provided, the customers reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a combined cataract/vitrectomy procedure the system had reduced system performance. Poor aspiration and bubbles were noted with the vitrectomy probe during the cutting phase. During the phacoemulsification (phaco) phase there were "large leaps" (fluctuation) in the anterior chamber (ac) despite the continued adjustment of vacuum and irrigation on the system. During the vitrectomy phase after the phaco phase, pressure fluctuations continued in the vitreous posterior chamber (pc), despite adjustments of the infusion pressure from infusion pipe and the vacuum values on the system. A small nasal retinal hemorrhage at the inferotemporal fovea and epipapillary was noted. The presence of "serum" inferotemporal peripheral choroidal draft was observed. The surgery was completed and the injuries should not be permanent. Additional information has been requested but not received.